Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient underwent a partial knee arthroplasty on unknown date. A revision procedure is allegedly planned to remove and replace polyethylene tibial bearing due to pain. There has been no reported revision procedure to date.